Manufacturer narrative:
Upon receipt, the lead was found dissected some 11.5 cm distal to the is-1 connector pin. Both fragments were returned for analysis. It is reasonable to assume that the lead was dissected during surgery. The lead fragments were extensively analyzed. The inspection demonstrated a rubbed through insulation. This insulation damage can be considered as the root cause for the observed noise mentioned in the complaint description. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The deformation of the vcs and rv shock coils occurred most likely during the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Noise recorded on the rv lead causing inappropriate vf detection. The rv pacing impedance is less than 200 ohms. The physician is planning to explant the lead and place a new ICD lead.